Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. Evaluation was unable to test for the alleged under infusion due to a constant reload set alarm at power up. The device was calibrated and tested prior to its release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the flow rate test (low. There was no patient involvement associated with this event. No additional information is available.